Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 393mg/dl and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The caller stated that the insulin pump alarmed no delivery, but the issue was solved by changing the infusion set. The time, date, and bolus wizard settings were correct. Assisted the father to run a manual prime test and the insulin did exit. Reviewed the alarm history and found low reservoir and no delivery alarms. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.